Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of been hospitalized on (B)(6) 2016 with blood glucose of 533 mg/dl. Customer had symptom of high blood glucose; customer was feeling dizzy, thirsty and heart was racing. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer reported that high blood glucose began on (B)(6) 2016. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble; site or insulin issues and basal rate settings. Customer did not have a tubing clamp and was advised call back when in receipt of tubing clamp in order to perform high pressure test.